Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that a bolus was delivered from the meter remote but did not record in the pump¿s bolus history. It was noted that the patient¿s pump and meter are paired. The reporter stated that the patient had an elevated blood glucose (bg) value of 470 mg/dl with no reported symptoms, which does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.